Event description:
Additional information was obtained. A review of the daily measurements did not reveal an out of range measurement. An internal technical service consultant was contacted regarding this issue and was provided the reason was that the measurement had occurred before the trending window had completed. The information has been provided to the physician.

Manufacturer narrative:
According to available information, this system remains implanted and in service. When additional information become available, this event will be updated.

Event description:
Boston scientific received information that this device and unknown right ventricular lead displayed a low out of range shock impedance measurement. This information was provided to the physician and is being further monitored. No adverse patient effects were reported.